Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient demographics requested however not provided.

Event description:
The customer reported that the user set up a dobutamine infusion for a patient who was to receive a cardiac stress echo. The tubing was inserted into the device and attached to the patient however the user did not activate the roller clamp. It was reported that while the device was turned off the user noticed the dobutamine infusion was free flowing for approximately 5 seconds until the roller clamp was closed. The patient's heart rate was 125 beats per minute and bp was 142/83. The heart rate returned to base line and the test was started. The dobutamine infusion was initiated and the rate increased according to protocol with the patient's target heart rate 136 bpm. The stress images were obtained and the dobutamine was stopped according to protocol. The heart rate returned to baseline prior to the patient being discharged from the stress echo lab. The biomed reported that the device had former motor stall errors in the history, stating, "motor stall errors for the device were from the past, dating back to 2016 and 2017." Biomed performed functional testing and the device passed all tests.

Manufacturer narrative:
Concomitant medical products: 100ml baxter bag din (B)(4), lot w8g30c0 exp jul19. The customer¿s report of an overinfusion was not confirmed. Physical inspection showed no anomalies. The pcu event log shows that at 11:39 am on 21 november 2018 the pump module was programmed to infuse dobutamine stress echo lab 100mg in 118ml at a dose of 10mcg/kg/min and rate of 67.3ml/hr with a vtbi of 110ml. At 11:45 am, the user changed the dose to 40mcg/kg/min, which made the rate 269ml/hr. At 11:50 am, the user channeled the device off. The volume recorded as being infused during this period was 29.67ml. Functional testing of the pump module and concomitant primary set showed no anomalies or rate/flow issues. The root cause of the customer¿s report of an overinfusion was not identified.

Event description:
The customer reported that the user set up a dobutamine infusion (100mg/118ml) with normal saline 100 ml for a patient who was to receive a cardiac stress echo. The tubing was inserted into the device and attached to the patient however the user did not activate the roller clamp. The patient asked if the medication had started as she felt her heart rate increasing. With the device turned off the user noticed the dobutamine infusion was free flowing for approximately 5 seconds until the roller clamp was closed. As the infusion was not intended to start yet a baseline bp was not taken until the unintended infusion had been noticed and stopped. At that time the heart rate was 125 and bp was 142/83. The techs waited approximately 10 minutes to start the test and the hr returned to baseline with a recovery bp of 121/71. The dobutamine infusion was initiated and the rate increased according to protocol with the patient's target heart rate at 129 and a max heart rate of 136 reached. The rn reported that ¿there was approximately 30 +ml remaining in the bag, the tubing had been flushed and there was some waste until air bubbles were cleared and approximately 45 ml for the test with an estimate between 10 to 25 ml dobutamine received.¿ the stress images were obtained and the dobutamine was stopped according to protocol. The heart rate returned to baseline prior to the patient being discharged from the stress echo lab. There was no lasting harm to the patient and no medical intervention required. The biomed reported that the device had former motor stall errors in the history, stating, "motor stall errors for the device were from the past, dating back to 2016 and 2017." Biomed performed functional testing and the device passed all tests. Time of event was between 11:25 and 11:29.